Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a spyglass visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, it was noted that the spyglass probe was broken and not producing an image. The probe was reported to have broken into two pieces. A second spyglass probe was used to complete the procedure with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device was disposed and will not be returned for analysis. If there is any further relevant information received, a supplemental medwatch will be filed.